Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 170 and 56 mg/dl. Tests were done within 10 minutes. Pt used the same finger stick for both tests. No further info has been reported.